Manufacturer narrative:
(B)(6). Manufacturing location: (B)(4). Manufacturing date: august 17, 2019. Part number: 400.835, ti low profile neuro screw self-drilling 5mm. Lot number: 14l5421 (non-sterile). Lot quantity: 240. Production order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional met all inspection acceptance criteria. Packaging label logs (pll) lmd were reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbri4.00. Lot number: 3l33328. Lot quantity: 1,431 lbs. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by (B)(4) company dated (B)(6) 2019 was reviewed and determined to be conforming. Lot summary report dated (B)(6) 2019 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: cranial-scr plusdrive ø1.6 self-drill l5 (part. No: 400.835, lot. No: 14l5421) was returned and received. The thread profile, thread minor diameter, thread major diameter and material type were checked where possible to determine if complaint condition was the result of a failure in the manufacturing process. The cross-slot feature was found to be visibly damaged for the received screw which impacts the functionality. Thread tips were worn and damaged. But no broken features were observed with the returned screw. Device failure/ defect identified? Yes. Dimensional inspection: a dimensional inspection was performed on the returned device. The thread profile, thread minor diameter, thread major diameter were checked where possible to determine if the complaint condition was the result of a failure in the manufacturing process. - the cross slot width of the screw was found to conform to the specification of 0.42+/-0.02 mm. - the major diameter of the screw was found to conform to the specification of 1.55-1.62 mm. - the minor diameter of the screw was found to conform to the specification of 1.18-1.25 mm. Document / specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed and no issues related to design and manufacturing were observed. - 1.6mm carnial slf_drlg screw cruciform, low profile - process risk document . Raw material testing: lot 14l5421 was checked for material type and no raw material issues were identified tiainb -accepted. Niton x-ray analyzer, ID: niton07. Manufacturer's risk assessment: per process risk document the worst-case harm is 3, and the probability of occurrence is 2 which is a risk level of accept. Complaint confirmed? No, no broken features were observed with the returned screw. Investigation conclusion: the reported complaint condition was not confirmed for the cranial-scr plusdrive ø1.6 self-drill l5 (p/n: 400.835, lot #: 14l5421). During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. The investigation found no evidence of a manufacturing defect or raw material issue. A root cause could not be determined during an investigation; however, it is possible the damage could be attributed to unintended forces applied to the device. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during the surgery of closed cranial, when the surgeon attempted to insert the screw, the screw turned about 2 cycles, and then broke. Two screws were reported to have been broken. Another device was used to complete the surgery. Fragments were generated and easily removed. There was no surgical delay. The procedure was completed successfully. There were no adverse consequences to the patient. No additional information could be provided. Concomitant devices reported: cranial-scr plusdrive ø1.6 self-drill l5 (part number 400.835, lot 14l5421, quantity 1), plate (part number unknown, lot unknown, quantity 1), screwdriver (part number unknown, lot unknown, quantity 1). This report involves one (1) ti low profile neuro screw self-drilling 5mm. This is report 1 of 2 for (B)(4). Medwatch was launched on (B)(6) 2020, upon completion of product investigation due to updated coding.